Event description:
It was reported that customer experienced cgm error 42 with g7 sensor. There was no reported adverse impact to the customer. Technical support guided customer through pump reset, after which error did not recur, and customer successfully started new sensor session and was instructed to fill and load new cartridge and resume insulin independently.